Event description:
It was reported an mcl20 was used during a low anterior resection. It was reported by the affiliate the clip malformed. A new applier was used to complete the case. There was no consequence to the patient.